Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device emitted tones and recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the available information suggests that this device was disposed of and will not be returned. This investigation will be updated should further information be provided.

Event description:
Additional information was received that indicated this device was explanted. No additional adverse patient effects were reported.